Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the product was not used on the patient, there was no clip inside. The procedure was completed with another device. There was no patient injury.